Manufacturer narrative:
One bipolar, inquiry fixed curve diagnostic catheter was received for evaluation. Electrode 2 read as an open circuit. Electrode ring 2 was noted to be displaced and the conductor wire was fractured at the weld joint. Consistent with the open circuit detected and the reported signal issue. Electrode 1 met specifications of an acceptable resistance value. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the displaced electrode and fractured conductor wire is consistent with damage during use.

Event description:
This report is to advise of an event observed during analysis confirming electrode ring 2 was noted to be displaced and the conductor wire was fractured at the weld joint.